Manufacturer narrative:
The insulin pump had intermittent button response due to flattened dome switch on up and down arrow buttons. Moisture damage was also noted on keypad traces. The insulin pump had cracked reservoir tube lip, cracked battery tube threads and scratched display window noted during visual inspection. No scrolling numbers noted on the display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that the buttons were unresponsive. The customer's mother reported that the number started ramping on their own. The customer's blood glucose was 433 mg/dl at the time of incident. The customer's mother stated that they have not treated the high blood glucose at the time of call. The customer's mother stated that the buttons started working again after battery change. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.